Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) unit during dwell 1. The technical service representative (tsr) advised the home patient (hp) that the s/e 2240 indicates a large amount of air has entered setup. The tsr advised the hp to end therapy and start over with new supplies. The hp stated she had connected one of the lines to the wrong bag so she disconnected the line, fluid spilled from bag and she connected it to the correct bag during prime. The tsr reviewed proper procedures per the user manual and explained to hp she can never disconnect a line and then reconnect it to another bag as once it is disconnected it is no longer sterile. The tsr assisted the hp disconnect. The hp will start over with new supplies. The sample was discarded and the lot number was not known. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 1 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation the most likely cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient reported she had connected one of the lines to the wrong bag so she disconnected the line, fluid spilled from bag and she connected it to the correct bag during prime. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).